Event description:
Bd pyxis machines experienced a critical system failure that rendered all units on the academic medical campus unusable for nearly two weeks. (B)(6) hospital managed this incident as a disaster, with an internal incident command structure activated and continuous coordination calls held with the third-party vendor. To date, the root cause of the error remains unknown. During this time period, our standard medication-use workflows were disrupted, requiring the implementation of alternative processes. While these changes introduced significant risks, including potential patient harm, medication diversion, and incorrect or inappropriate medication administration, we do not have any reports of possible patient harm or medication diversion. If such reports are made, we will follow our processes for reporting and mitigation in accordance with established policies and requirements. The vendor's response did not align with the urgency and scale of the hospital leadership's efforts. As noted above, despite these risks, no patient harm has been reported to date.